Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. At 47mm from the tip of the device, the guidewire lumen was buckled with a length of 1mm. The buckle contained a prolapse of the lumen and a puncture hole consistent with an interaction of a guidewire. Product analysis could not confirm reported burst. Analysis shows the guidewire lumen was buckled and punctured which is consistent with an interaction with a guidewire during procedural use. The balloon folds were also loose, which indicates the balloon was inflated however, the damage to the device would prevent the device from maintaining inflation pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.